Manufacturer narrative:
Product event summary: the mapping catheter 2ach20 with lot number 6310721 was returned and analyzed. Visual inspection of the mapping catheter showed the loop was kinked at the joint. In conclusion, the mapping catheter failed the returned product inspection due to the kinked loop .if information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter subsequently tested out of specification per the manufacturer's investigation.